Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level and sensor issues. Blood glucose level at the time of the incident was 17 mg/dl. Customer stated the sensor could not find the sensor signal. It was not noted how the customer treated the low reading and if auto mode was active at the time of the event. Troubleshooting for low blood glucose was not performed. Customer was assisted connecting the transmitter to the device. The insulin pump was not replaced or returned for analysis.